Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the patient's pump is alarming and the screen reads no disposable clamp tubing. No air in the tubing was reported. The caller was instructed to turn off and then restart the pump after which a run reading was displayed. No patient injury was reported.